Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Referenced MFR report # 1627487-2011-00270. The patient received his scs system on (B)(6) 2009 consisting of an ipg and surgical lead. It was reported that he is receiving overstimulation. The reported issue began approximately six weeks ago and can be felt when the stimulation is not functioning. A diagnostic test revealed impedance measurements for the patient's lead were within specifications. He has reportedly lost over (B)(6) while being treated for esophageal cancer. The implanting physician will be consulted for further evaluation.